Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster stent was used to treat a perforation that occurred in the heavily calcified, heavily tortuous, mid, left anterior descending (lad) artery with the use of an unspecified device. The graftmaster device failed to cross the proximal area due to the anatomy. A pericardial puncture and drainage, and drug treatment were used with a good outcome. There was no reported adverse patient effect due to use of the graftmaster. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).. Device available for evaluation. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure.